Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a folow up it was found that left ventricular lead was dislodged and had been rolled into the pocket. The lead was explanted on (B)(6) 2016 and a new lead placed successfully on (B)(6) 2016. The patient's condition before during and after the procedure was good.